Event description:
The customer reported that the unit was failing the shock button portion of the opchek.

Manufacturer narrative:
The customer reported that the unit was failing the shock button portion of the opcheck. The customer's biomed evaluated the device, and repaired it by realigning the shock button contacts to complete the electrical connection.